Event description:
It was reported that a patient underwent a laparoscopic nephrectomy procedure on (B)(6) 2022 and suture was used. After the surgery, the doctor sewed the patient's skin and found that the needle tip 1mm was lost when sewing the second stitch. The incision, table top, cloth surface and ground were not found immediately, nor were they found by needle finder. The incision was photographed with cb machine and no needle tip was found. No further information is available.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: did the needle fall into the patient? Were x-rays taken to locate the needle? Was there any patient consequence or injury? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.